Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 24 mg/dl. The customer stated that she was not connected during rewind/prime process. Reviewed the programming, and it was correct. The reservoir was showing the same amount of insulin that the status screen shows. The caller mentioned that the insulin pump turns off by itself without any warning, and she had changed the battery several times. Reviewed the alarm history and found battery alarm, off no power, and weak battery alarms. The customer stated that the battery cap and compartment is not dirty or damaged. Advised the caller to call back if issues persist. No further info was provided.